Manufacturer narrative:
Initial trend analysis for lot 57083b was conducted, no malfunctions were found. This is the only complaint for lot 57083b. End user was advised to purchase a larger barrel sized syringe due to the amount of insulin necessary to draw.

Event description:
End user reports that while using .5cc syringes the plunger will come out without much force. The end user is filling the syringe with insulin to the max capacity to recieve the dosage of insulin necessary.